Event description:
The hospital reported that two pins on a monitor's handle sheared off while it was being moved, then the monitor fell on a nurse's foot. The monitor was not in use at time of the incident.

Manufacturer narrative:
Spacelabs has asked the hospital to return the monitor, so we can evaluate its condition. We will supplement this MDR with additional information once the monitor has been returned and evaluated.